Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. Vessel morphology is unknown. The pt has a history of chronic obstructive pulmonary disease. It was reported that there was a transient left renal artery occlusion that was treated successfully. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. Several attempts have been made to obtain additional info unsuccessfully. No clinical sequelae were reported, and the pt is reported to be fine.